Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. Technical support instructed the customer to remove the pump from its case and clean the pneumatic tap area, after which reloading the same cartridge resolved the issue and the customer was able to resume insulin delivery successfully.